Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized, due to low blood glucose. Customer stated he kept giving himself bolus, because he was getting high alarms with out being high. Customer did not realize he should not be treating himself based on the sensor glucose readings. This caused the customer to be hospitalized. The blood glucose reading was unknown. Nothing further reported.